Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The biomed replaced the solenoid to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A thorough investigation determined that foreign debris was the likely cause of the solenoid failure. The biomedical engineer at the customer site, replaced the solenoid, cleaned the solenoid pin and the bushing pin was then able to slide into place. The failure was caused by the latching mechanism not fully engaging.